Event description:
The ligasure blunt tip laparoscopic sealer/divider 5mm-37mm (ref# lf1837 lot#03570218x) was not sealing properly during the case. Doctor and the charge rn aware. Saved the item and box and given to assistant nurse.